Manufacturer narrative:
(B)(4). The device was received and evaluated. A device history record review and a service history record review found no issues that could have caused or contributed to the reported problem. A visual inspection, electrical safety test, functional check, accuracy testing, and one hour therapy were performed on the device and the evaluation could not confirm the reported issue. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient experienced swelling of the lower abdomen, weight increase, and inadequate drain. Treatment and outcome are unknown. Additional information was requested, but is not available.